Event description:
My daughter has worn contacts since she was (B)(6). Previously, she had worn acuvue 2. However, her new doctor changed her to acuvue oasys toric lenses in order to correct her astigmatism. She has had problems ever since. We thought it was eye allergies at first. Her eyes would water for a few days (it was usually the left eye), get red and puffy, and have sensitivity to light. After a few days of not wearing her lenses, they would clear up. She had no other pain, so we dismissed the idea of corneal ulcers. Today, she went to see her optometrist, who immediately had her remove her contacts, throw them away, and then sent us to specialist. We found that she had a bacterial infection in both eyes, however, her left eye was worse. Her vision had gone from a -4.5 to a -8.5. We are devastated. My gut feeling is that there is something wrong with these contacts. She uses alcon opti-free replenish solution and cleans and changes her contacts as directed. I would appreciate the FDA looking into this matter. Dates of use: (B)(6) 2010 - (B)(6) 2011. Reason for use: correct nearsightedness.